Event description:
According to the literature, a prospective study including 180 cases of two-stage endoscopic thoracic sympathetic chain clipping for primary palmar and/or axillary hyperhidrosis was completed between 2011 and 2023. Endo clips were used to clip the sympathetic chain and were applied on the top and bottom of the ribs according to the sweating area. Complications include two cases of hemothorax caused by bleeding from intercostal vessels requiring re-operation. Unrelated complications included transitory paresthesia and chronic neuralgia. Predictors of compensatory sweating and satisfaction following endoscopic thoracic sympathetic chain clipping for palmar/axillary hy perhidrosis, dania nachira 1, maria letizia vita 1 https://doi.org/10.3390/jcm14020326.

Manufacturer narrative:
Dania nachira, maria letizia vita, predictors of compensatory sweating and satisfaction following endoscopic thoracic sympathetic chain clipping for palmar/axillary hyperhidrosis, 2025, https://doi.org/10.3390/jcm14020326. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.